Event description:
During a pneumonectomy procedure, the device jammed on the artery. The surgeon removed the device with manipulation. The hosp has reported that no pt occurred.

Manufacturer narrative:
Analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition. We have received additional information concerning this event since the submission of the initial report. We were informed that the alert date of the subsidiary rep was 1/15/97 not 1/24/97 as was previously reported to corp. The statutory reporting time of 30 calendar days was exceeded.